Event description:
It was reported that a patient underwent a avrt (atrioventricular reentrant tachycardia ) /wpw (wolff-parkinson-white) ablation with a nuvision ice catheter and the patient experienced pericardial effusion that required pericardiocentesis. First, it was reported that "probe was not supported" error was displayed on the s70 ultrasound machine and the catheter disappeared when the catheter connected. The catheter to ultrasound machine was reseated without resolution. When the catheter was replaced, the issue resolved. It was also reported that on (B)(6) 2025 during a wpw case, a pericardial effusion was noticed in the patient. After the physician had gone transseptal with a nuvision catheter, the physician noticed there was a lot of fluids in the right ventricle. The pericardial effusion was confirmed with ice (intracardiac echocardiography). The medical intervention provided was a pericardiocentisis and 300 cc of fluid was removed. The patient was reported to be in stable condition and was recovering in the ICU (intensive care unit). The physician stated the injury might've caused by ice after the transseptal.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31281786la and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).